Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using packing coil lps and non-penumbra microcatheter. During the procedure, the physician placed a packing coil lp in the target vessel using the microcatheter. The physician then attempted to place another packing coil lp in the vessel; however, the packing coil lp did not pack as intended. Therefore, it was removed. The procedure was completed using other coils and another microcatheter. There was no report of an adverse effect to the patient.